Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, however, the customer was unable to provide a bg value. Reportedly, the cause of the elevated bg level was due to old insulin; the customer experienced elevated bg levels when cartridge had less than 20 units available. The customer changed their cartridge to stabilize bg level.